Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospitals policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01809.

Event description:
It was reported that a patient underwent a tha. Subsequently, the patient was revised due to dislocated bipolar hemi hip with intraprosthetic dislocation of 28mm head from ringloc bipolar shell after a fall. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with x ray provided. Review of the available records identified the following: a left bipolar hemiarthroplasty is present with dislocation of the bipolar shell and prosthetic femoral head. There is no evidence of fracture. There is regional soft tissue swelling. Review of the device history record (s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.